Manufacturer narrative:
The customer¿s allegation of no power was confirmed during device evaluation this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply will not turn on occurred due to failure of the power supply unit. It is likely that the circuit in the power supply unit was malfunctioning due to the influence of humidity. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center will not turn on. The issue was found during inspection for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found dust had accumulated inside the device, dirt was on the optical lens and reduced the amount of available light, rattling due to wear of the output connector, battery was consumed, noise was generated due to poor contact from corrosion of the receiving contact of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.